Event description:
On november 18, 2022, the reporter of the lay user/patient contacted lifescan (lfs) alleging that her father¿s onetouch ultra 2 meter displayed inaccurately high results compared to another device. The complaint was classified based on the customer care agent (cca) documentation. The reporter alleged that the product issue started approximately 6 weeks prior to the call with lfs. The reporter specified that the subject meter displayed an inaccurate high reading on (B)(6) 2022, at an unspecified time. The reporter stated that her father received a result of ¿340 mg/dl¿ on the subject meter. The patient manages his diabetes with a combination of unspecified diabetes medication and the reporter claimed that her father did not take any action in response to the alleged issue. The reporter denied that her father developed any symptoms but that they had to call 911. The emergency medical services (ems) obtained a reading of ¿33 mg/dl¿ on an unspecified device, within 30 minutes from the alleged inaccurate reading of ¿340 mg/dl¿. The reporter stated that her father received IV glucose treatment by an hcp at 11 pm, after the ems obtained the low reading of ¿33 mg/dl¿. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood and he was following the correct testing procedure. The cca noted that the patient did not have control solution to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event and received medical treatment for an acute low blood glucose excursion after receiving alleged inaccurate high results obtained with the subject meter.